Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased stress on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the difficulty deploying the second clip, which has potential to cause or contribute to serious injury. It was reported that the first mitraclip was deployed without issue. During deployment of the second mitraclip, after the actuator knob was turned eight times, the shaft of the delivery system did not detach from the clip. Troubleshooting maneuvers were performed for about a minute and the clip successfully deployed. Mitral regurgitation (mr) grade was reduced from grade 4 to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.